Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance and neos = yes. It was reported that device diagnostics prior to generator replacement were within normal limits, but after the new generator was connected to the existing lead device diagnostics resulted in high impedance. The lead was then replaced. It was reported that there were no x-rays taken and no trauma or injury that was believed to have caused or contributed to the high impedance. It was reported that the explanting facility does not returned explanted devices; therefore analysis will not be performed. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Event date, corrected data: the initial report inadvertently listed the wrong event date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Data from the generator¿s ram memory was extracted from programming history obtained from the day of revision surgery and revealed that, contrary to the initial report, a high impedance warning was received during the initial interrogation of the patients existing generator in addition to an intensified follow-up indicator (ifi) message (not neos). The data also identified that a >25% change in system impedance was estimated to have occurred on (B)(6) 2013 (pre-change: 2092 ohms, post-change: 11954 ohms) signifying the onset of the high impedance event. This programming history also confirmed that diagnostics performed with the patient new lead and generator was within normal limits.